Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a gap on the adhesive of the distal end and a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the device was out of specification and that there was a stain on the lens that has entered through the gap. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the gap between acoustic lens and ultrasound probe was confirmed. The cause of the gap between acoustic lens and ultrasound probe was not established. Olympus will continue to monitor field performance for this device.